Event description:
The customer reported to olympus, during a gynecological procedure, the sonosurg curved scissors, pistol grip, 5mm x 34cm had an output sound but the tissue could not be excised. Subsequently, the device was restarted, and the issue was resolved. Upon inspection of the customer¿s returned device, it was noted that the gripping surface of the device was peeling. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
(B)(6). The subject device has been returned to olympus for evaluation. During evaluation, it was noted, the grip and the probe tip did not fit together, the position of the index of the gripping part tip and the handle was misaligned, with the rotating knob and probe indicators aligned, the probe could not be inserted into the handle, the rubber ring was peeling off, the gripping surface was worn out and partially peeled off. As a result of checking the device history record in the serial number of the device, there were no abnormalities noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.